Event description:
It was reported that the customer was treated by her doctor due to persistent hyperglycemia. The customer's blood glucose readings have ranged from 20-24mmol/l. The customer's doctor found that the customer was not suffering from any illnesses or infections. Troubleshooting was performed. The self and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.